Event description:
One of two events: (B)(6) 2011. Pt had been cultured for coagulase-negative (B)(6). The pt had previously been thought to have a suture granuloma. The dissection took surgeon down to a large retained block of bioglue. This was troubling as bioglue has been promoted as a substance that will be reabsorbed over the course of several months. Obviously it did not take place in this case and was the source of the granuloma. (B)(4).